Manufacturer narrative:
The probe was not returned to neuwave for evaluation. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and indicate the reported temperature errors. No additional investigation is planned unless the probe is returned to neuwave.

Event description:
The physician was using a 20cm pr probe to perform an ablation. During the case, the physician indicated that several temperature errors occurred on the probe. The probe was retested and passed the tests. After the completion of the procedure, a burn was noticed on the patient's skin. No information was provided regarding the size, degree or required treatment of the skin burn.